Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Note: full facility name is (B)(6) hospital. The exact date of explantation is unknown. The date of explantation will be reported in a supplemental report once the information is available. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with a saline mentor breast implant of unknown type and experienced deflation. The affected side is unknown. As a result, the patient will be scheduled for removal and replacement with breast implant of unknown type in (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the deflation was bilateral. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, the patient date of birth was (B)(6) 1957. The age at the time of event was 61 years old. The date of explantation was (B)(6) 2019. The right implant was completely deflated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the affected devices were saline mentor smooth round moderate profile 300cc, 3501645 and lot number 6942583 and were saline mentor smooth round moderate profile 300cc , catalog number 3501645, lot number 7453260. A manufacturing record evaluation (mre) was performed for the finished device number 6942583, and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. White material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately < 0.1 cm on the anterior aspect. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).